Event description:
It was reported that the tecnis toric intraocular lens (iol) was implanted in the patient's operative eye when the surgeon observed a film adhered to the lens. The surgeon was able to remove the foreign material. It is uncertain if the film came from the lens itself or if it was in the cartridge. The lens remains implanted. Patient is ok. No further information was provided.

Manufacturer narrative:
(Race): unknown/ not provided. If implanted, give date: not applicable, as lens remains implanted. If explanted, give date: not applicable, as lens remains implanted. (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that the implant date in section d6 was inadvertently not included; therefore, it is captured in this supplemental report: d6a. If implanted, give date: (B)(6) 2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.